Event description:
Surgeon implanted a lens. The lens tore upon insertion into the eye. No pt injury. It was unknown what cause the lens to tear. The facility was unable to provide the injector and cartridge model and lot numbers.